Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('menorrhagia(heavy menstrual bleeding)\abnormal bleeding (menorrhagia)') in a 35-year-old female patient who had essure (batch no. 623225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included high cholesterol from (B)(6) 2014 to (B)(6) 2015, endometrial ablation on (B)(6) 2013, ovarian cystectomy, uterine bleeding, fibroids, breast tenderness and stress. Concurrent conditions included dysfunctional uterine bleeding, follicular cyst of ovary and ovarian cyst. Family history included malignant neoplasm of ovary (family history of malignant neoplasm of ovary.). Concomitant products included intrauterine contraceptive device (paragard) since 2004 for contraception as well as atorvastatin from (B)(6) 2014 to (B)(6) 2015, benzonatate from (B)(6) 2014 to (B)(6) 2015, ceftriaxone (ceftin) from (B)(6) 2014 to (B)(6) 2015, clarithromycin from (B)(6) 2014 to (B)(6) 2015, ibuprofen from (B)(6) 2014 to (B)(6) 2016 and olopatadine from (B)(6) 2015 to (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety\mental anguish"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed") and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen), venlafaxine and surgery (ablation and on (B)(6) 2016: hyst. (Full), d&c). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage and abdominal pain had resolved and the anxiety, vaginal haemorrhage, depression and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for bleeding. Lot number:623225 manufacture date: 2009-03 expiration date: 2012-03. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2009: negative. Human papilloma virus test - on (B)(6) 2015: negative. Hysterosalpingogram - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: pfs received. New event added: dysmenorrhea. Concurrent condition, reporter were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnorm. Bleed') in a 35-year-old female patient who had essure (batch no. 623225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation on (B)(6) 2013, ovarian cystectomy, uterine bleeding, fibroids, breast tenderness and stress. Concurrent conditions included dysfunctional uterine bleeding, follicular cyst of ovary and ovarian cyst. Family history included malignant neoplasm of ovary (family history of malignant neoplasm of ovary.). Concomitant products included intrauterine contraceptive device (paragard) since (B)(6) 2009 for contraception as well as atorvastatin from (B)(6) 2014 to (B)(6) 2015, benzonatate from (B)(6) 2014 to (B)(6) 2015, ceftriaxone (ceftin) from (B)(6) 2014 to (B)(6) 2015, clarithromycin from (B)(6) 2014 to (B)(6) 2015 and ibuprofen from (B)(6) 2014 to (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia(heavy menstrual bleeding)\abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety\mental anguish") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen), venlafaxine and surgery (on (B)(6) 2016: hyst. (Full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the anxiety, vaginal haemorrhage and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2009: negative. Human papilloma virus test - on (B)(6) 2015: negative. Hysterosalpingogram - on (B)(6) 2009: bilateral occlusion. Lot number:623225 manufacture date: 2009-03 expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnorm. Bleed') in a 35-year-old female patient who had essure (batch no. 623225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation on (B)(6) 2013, ovarian cystectomy, uterine bleeding, fibroids, breast tenderness and stress. Concurrent conditions included dysfunctional uterine bleeding, follicular cyst of ovary and ovarian cyst. Family history included malignant neoplasm of ovary (family history of malignant neoplasm of ovary.). Concomitant products included intrauterine contraceptive device (paragard) since (B)(6)2009 for contraception as well as atorvastatin from (B)(6) 2014 to (B)(6) 2015, benzonatate from (B)(6) 2014 to (B)(6) 2015, ceftriaxone (ceftin) from (B)(6) 2014 to (B)(6) 2015, clarithromycin from (B)(6) 2014 to (B)(6) 2015 and ibuprofen from (B)(6) 2014 to (B)(6) 2016. On(B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia(heavy menstrual bleeding)\abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety\mental anguish") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen), venlafaxine and surgery (on (B)(6) 2016: hyst. (Full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the anxiety, vaginal haemorrhage and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6)2009: negative. Human papilloma virus test - on (B)(6) 2015: negative. Hysterosalpingogram - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: reporters were added. Lot no. Was added. New events- abnormal bleeding (vaginal), depression were added & one event was updated from psych injury to anxiety. Concomitant & treatment drugs were added. Concomitant conditions were added. Lab tests was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('menorrhagia(heavy menstrual bleeding)\abnormal bleeding (menorrhagia)') in a 35-year-old female patient who had essure (batch no. 623225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included high cholesterol from (B)(6) , endometrial ablation on (B)(6) 2013, ovarian cystectomy, uterine bleeding, fibroids, breast tenderness and stress. Concurrent conditions included dysfunctional uterine bleeding, follicular cyst of ovary and ovarian cyst. Family history included malignant neoplasm of ovary (family history of malignant neoplasm of ovary.). Concomitant products included intrauterine contraceptive device (paragard) since 2004 for contraception as well as atorvastatin (B)(6) , benzonatate (B)(6) , ceftriaxone (ceftin) (B)(6) , clarithromycin from (B)(6) 2015, ibuprofen from (B)(6) and olopatadine from (B)(6) . On (B)(6) , the patient had essure inserted. (B)(6) , the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety\mental anguish"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with nsaids, paracetamol (acetaminophen), venlafaxine and surgery (ablation and on (B)(6) : hyst. (Full), d&c). Essure was removed on (B)(6) . At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage and abdominal pain had resolved, the anxiety, vaginal haemorrhage, depression and dysmenorrhoea outcome was unknown and the back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for bleeding. Lot number:623225 manufacture date: 2009-03 expiration date: 2012-03 diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) : negative. Human papilloma virus test - (B)(6) : negative. Hysterosalpingogram - on (B)(6) : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5b)(6) : plaintiff fact sheet was received. Event added from pfs- lower back pain. Event outcome were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), genital haemorrhage (seriousness criterion medically significant) and psychological trauma ("psych injury"). The patient was treated with surgery (on (B)(6) 2016: hyst. (Full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and genital haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet received. Events: abdominal pain, bleeding- menorrhagia (heavy menstrual bleeding),gen. Abnormal. Bleed, psych injury were added. Event outcome was added for the events: abdominal pain, menorrhagia, gen. Abnormal. Bleed. Event outcome was updated for the event pelvic pain. Lab data was updated. Case became incident. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.